Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges. There was no impact to the user's blood glucose level. The user successfully loaded a new cartridge.